Manufacturer narrative:
Results: both level sense beads to reagent probe a & b were replaced. (B)(4).

Event description:
Customer called on (B)(6) 2012 reporting that their unicel dxc 800 synchron system was generating "cuvette not dry" errors when they were running qc. Customer also indicated that there was a small amount of leak of less than 10 ml under reagent probe a on the reaction wheel cover depression below the probe. Customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. Customer stated that no erroneous results were generated or reported out of the lab and no change to patient treatment was attributed to this event. Field service engineer (fse) visited the site and noted that the level sense wires for both reagent probes a & b were frayed, especially for reagent probe a. Fse discovered when priming that there was a small slit on the fluid line connected to the level sense bead to reagent probe a which was allowing fluid to leak out in small droplets. Fse replaced both level sense beads to reagent probe a & b and the issue was resolved. Repair was then verified as per established procedures.